Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Staff noticed that there seemed to be white powdery substance on the catheter. The catheter was flushed and it seemed to be fine. When the physician aspirated, the aspirated substance didn't look right so they sent it to the hospital lab. The hospital lab found that they had aspirated "non-organic" material.